Event description:
The customer reported that the tidal volume is too high for the patient. No patient harm reported. The manufacturer service engineer could not duplicate customer reported problem. The unit was tested and passed to specifications.